Manufacturer narrative:
Follow-up #1: date of submission 3/20/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/28/2017 with the following findings: no defect was found. Meter was not returned with the pump. The black box shows twelve eaw-165-exceeds max tdd limit beginning (B)(6) 2017 at 18:02; deliveries resumed at 21:11..#2. Two eaw-165-exceeds max tdd limit (B)(6)2017 at 23:03; deliveries resumed at 23:05. A replace cartridge alarm was recorded on (B)(6) 2017 20:59; deliveries never resumed. The tdd¿s add up correctly and reflect the users programmed basal rates. No delivery defects found during delivery accuracy testing. Pump was found to be delivering within required range and delivering accurately.. No delivery interruptions or alarms occurred during testing. Unable to duplicate the complaint.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient's blood glucose (bg) was reading "high" on meter, with no symptoms or ketones reported. The reporter was unable to troubleshoot the pump. This complaint is being reported as the patient experienced hyperglycemia and the pump could not be eliminated as a cause/contributor.